Manufacturer narrative:
Intuitive surgical, inc. Has received the instrument involved with the complaint and confirmed the reported issue. The instrument grip cables were broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. An additional observation not reported by the site was that the instrument distal pulleys had scratch marks/ abrasions. There were scratches on the surface of the distal pulley. No other damages were noted on the instrument. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction of wire hanging loose on the instrument, if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci sacrocolpopexy procedure, the mega needle driver instrument was used and the end of the instrument broke. The wire was hanging loose. The surgical staff opened another mega suture cut driver and continued the surgery. Nothing fell into the patient and there was no report of patient injury related to this event.